Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implant 350cc and suffered several unexplained systemic symptoms, including food intolerance, ibs, rosacea on face, age spots on legs and arms, joint pain in arms, wrists, knees and feet, insomnia, migraines, muscle weakness, hair loss, memory loss, brain fog, night sweats, burning under feet, leg shakes, worsening vision, body aches and bilateral capsular contracture baker grade unknown. Device rupture on the left side was also reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled for removal on (B)(6) 2020. This report is for the right side.

Manufacturer narrative:
On mar 31 2020, the mentor failure analysis lab received the device for evaluation. On apr 3 2020, additional information was received indicating the patient experienced fibromyalgia, diarrhea, abdominal pain. Capsular contracture baker grade was identified as baker grade ii. On apr 13 2020, additional symptoms were identified: fatigue and rashes. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).